Event description:
Ous MDR - this device was explanted due to an intermittent av block with recurrent syncopes. Aside from the reported syncopes, no other deterioration of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - the visual analysis of the pacemaker showed scratches on the back side of the pacemaker housing. Furthermore, blood was found in the ventricular plug receptacle up to the contact. The lead attachment screws for the lead contact showed no anomalies in the analysis. The screws could be easily screwed in and out. A lead could be contacted sufficiently. The spring elements also did not show any anomalies. It was established in the incoming goods inspection that the pacemaker was programmed to vvi mode with 35 ppm and the standard values (3.6 v at 0.4 ms). The pacing polarity was set to unipolar and the sensing polarity to bipolar. The pacemaker underwent a complete function test and no anomalies could be found. The pacing and sensing functions of the pacemaker were tested and there were no defects. A long-term pacing test was performed where no pacing interruptions were noticed. The analysis of the returned follow-ups showed that a f/u had been performed on 5 apr 2010. On 5 apr, the pacemaker was in dddr mode at 60 ppm. Both the atrium and the ventricle were programmed to 2.0 v @ 0.4 ms with bipolar pacing and sensing polarity. The automatic pacing threshold monitoring was activated and a threshold of 1.2 v was measured on 4 apr. The returned documents showed no anomalies. In summary, the analysis results do not indicate a material defect or mfg error. The pacemaker is within all specifications. A cause for the clinical observation could not be found during the analysis.